Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt there was high threshold and no capture in multiple placements in the right ventricle. In addition there was no current of injury seen. The lead was removed and replaced. There were no patient complications reported as a result of this event.